Manufacturer narrative:
Method: the actual device was not returned. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. All information reasonably known as of 17-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 750 ml, flow rate: 8-6 ml/hr, procedure: rotator cuff surgery, cathplace: neck. It was reported that a patient who had rotator cuff surgery had an elastomeric pump with a flow rate that was initially set to 8 ml/hr after the surgery. However, the patient experienced shortness of breath. It was recommended by the anesthesiologist that the flow rate of the pump be decreased to 6 ml/hr. Two hours after adjusting the flow rate, the patient reported that he felt better. The pump's use was continued until (B)(6) 2017.

Manufacturer narrative:
All information reasonably known as of 05-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received on 11-apr-2017 from the reporter in the anesthesia department stated he fielded it and put it in. It was noted as working great, but he was unsure of the malfunction. The catheter came out of the snaplock adapter and was no longer sterile, so it was removed. The reporter noted that the sample was not available, but it was not a halyard health catheter or adapter.